Manufacturer narrative:
Medivators clinical education specialist reported after the facility reprocessed endoscopes in their automated endoscope reprocessor with rapicide glutaraldehyde chemistry, they used rapicide opa test strips to check the minimum required concentration (mrc) of the high-level disinfectant. In accordance with the instructions for use, rapicide test strips should be used to test the mrc of the chemistry. There is potential the reprocessing cycles did not reach high-level disinfection. The rapicide opa test strips and rapicide glutaraldehyde test strips are formulated differently, thus the opa test strips could indicate a passing mrc when the rapicide glutaraldehyde is actually below the mrc. The facility had been using the incorrect test strips for approximately 1 month. Medivators clinical education specialist instructed the facility to stop using the opa test strips and to stop reprocessing endoscopes until they have the appropriate test strips to perform the mrc test. She remains in close contact with the director and nurse manager at the facility. The facility has since ordered the correct test strips. There has been no report of patient harm. This complaint will continue to be monitored in the medivators complaint handling system.

Event description:
Medivators clinical education specialist reported after the facility reprocessed endoscopes in their automated endoscope reprocessor with rapicide glutaraldehyde chemistry, they used rapicide opa test strips to check the minimum required concentration of the high-level disinfectant. In accordance with the IFU, rapicide test strips should be used to test the mrc of the chemistry. There is potential the reprocessing cycles did not reach high-level disinfection.